Manufacturer narrative:
Na

Event description:
It was reported that there was no capture at 7.5 v and ventricular lead impedance dropped from 300 to 200 ohms. Noise could be reproduced with isometric testing. The lead was replaced.